Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (luer lock leak) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because a leak in the cartridge can result in under delivery.